Event description:
It was reported that the patient experienced hypotension post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm closure device was partially recaptured multiple times, and was retrieved after not meeting release criteria. A new 24mm watchman flx laa closure device & delivery system was attempted and partially recaptured as well. The 24mm closure device was ultimately able to meet release criteria and was implanted. There was a 3mm leak noted after release of the 24mm closure device. As the anesthesia and anticoagulation were reversed with protamine post procedure, the patient had a distinct drop in blood pressure. Cardiopulmonary resuscitation (CPR) was then initiated, and the patient was revived. The patient was given emergency medications, and the patient was stabilized. Transesophageal echocardiography (tee) was performed, which ruled out pericardial effusion. During transport of the patient, the blood pressure lowered again, which was corrected with medication. The patient was reported to be stable and in good condition. The patient was discharged home one day post procedure.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes- updated.

Event description:
It was reported that the patient experienced hypotension post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm closure device was partially recaptured multiple times, and was retrieved after not meeting release criteria. A new 24mm watchman flx laa closure device & delivery system was attempted and partially recaptured as well. The 24mm closure device was ultimately able to meet release criteria and was implanted. There was a 3mm leak noted after release of the 24mm closure device. As the anesthesia and anticoagulation were reversed with protamine post procedure, the patient had a distinct drop in blood pressure. Cardiopulmonary resuscitation (CPR) was then initiated, and the patient was revived. The patient was given emergency medications, and the patient was stabilized. Transesophageal echocardiography (tee) was performed, which ruled out pericardial effusion. During transport of the patient, the blood pressure lowered again, which was corrected with medication. The patient was reported to be stable and in good condition. The patient was discharged home one day post procedure. It was further reported that the heart rhythm was sinus during the procedure but became bradycardic during the hypotensive episodes. The patient initially had a low hematocrit prior to the procedure. The physician believed that the hypotensive episode was contributed by a reaction to the protamine.